Event description:
Senseonics was made aware of an instance where patient reported a hypoglycemia event. Patient had 78 mg/dl and didn't feel well. He took some sugar and resolved the issue without any medical intervention. No additional details were provided despite making multiple attempts.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Transmitter was not returned for analysis. Event details were not provided to investigate the incident using data available in data management system (dms). No additional information was provided despite making three attempts. As a result, the reported incident could not be confirmed.